Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3 was not on bus. A field service engineer (fse) arrived onsite and noted drawer 3 both sub drawers are not on the bus, verified that the pyxibus communication issue was isolated to drawer 3 while other drawers were functioning normally. All connections, including the pyxibus cable, retractor cable, row board cable, and latch sensor cable, were inspected and reseated. Power (+36vdc) to the drawer was confirmed, and no cable damage or defects were found. After thoroughly reseating and securing all connections, the issue was resolved. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3.1 failed to open. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.